Event description:
Customer reported erroneous complete blood count (cbc) results for one pt sample while using the coulter act diff analyzer. Erroneous test results were reported out of the lab. Sample was rerun with correct test results obtained. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The sample was collected via fingerstick. Quality control for the instrument was within specs. (B)(4) 2008, the field service engineer verified instrument performance to specs. H6: review of the data provided is indicative of inadequate sample handling/mixing. Review of product labeling identified the following: "when wbc and plt are too high or low, hgb and rbc are opposite, too low or high, the probable cause is the sample was not adequately mixed before aspiration. The suggested action is to remix the sample and cycle it again." Root cause is unk, but may be attributed to pre-analytical sample handling/mixing. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.